Event description:
Customer reported that the heal warmer burst when the phlebotomist attempted to use it. There was no injury or adverse effect reported.

Manufacturer narrative:
At the time of this investigation, the device history record could not be verified as a lot number was not provided. A sample was not returned for evaluation; therefore, a root cause could not be determined. We will continue to monitor complaint trends and utilize the information as part of continuous improvement.